Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A visual inspection of the picture received, did not identify any abnormalities that could have contributed to the reported condition. The photographic evaluation could not verify the reported event and the device appeared to be meeting product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on the transfer set would not close completely, during peritoneal dialysis therapy. The transfer set clamp has been in use for ten days. There was no patient injury or medical intervention associated with this event. No additional information is available.